Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 458 mg/dl at the time of incident. And at the time of call blood glucose of the patient was over 400 mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
The concomitant medical product has been added to this report.